Event description:
Loosening of the sphere after 18 months of implantation. The surgeon hasn't proceeded to the revision. A revision is scheduled for (B)(6). For the moment, we have no information on device references or batches.

Event description:
Loosening of the sphere after 18 months of implantation. The surgeon hasn't preceded to the revision. A revision is scheduled for (B)(6). For the moment, we have no information on device references or batches.